Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Third revision surgery due to a dislocation occurred (B)(6) 2020. Stability humeral cup and centered glenosphere were removed and replaced by standard humeral cup and eccentric glenosphere. Primary surgery (B)(6) 2020; first revision surgery (B)(6) 2020; second revision surgery (B)(6) 2020.